Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a strand of hair present is confirmed but the exact cause is unknown. Two photo samples of a powerloc max 20 ga x 0.75 in infusion set were returned for investigation. The top photo shows the back side of the packaging and a hair is visible. It could not be determined if the hair was present within or on the outer surface of the clear plastic film. The second photo shows the package label with ref: (B)(4) and lot: ascss0125. It is unknown if the packaged is sealed or opened from the photos provided. Based on the description of the reported event and photo samples provided, possible contributing factors include introduction of hair during packaging or after product opening. Since a hair was observed in the photo samples provided, the complaint is confirmed but the exact cause could not be determined. A lot history review (lhr) of ascss0125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hair found in package. The device was not used.